Event description:
During a meniscal repair procedure, the ultra fast-fix assembly - curved, ei device suture broke as the bucket handle was being carried out. Bone quality was good. The suture was released to pull and snug the knot down; he did not even pull and the suture snapped. Two other fast-fix where used in the procedure with a different lot number & these were fine.

Manufacturer narrative:
Method, conclusion: no product returned for evaluation. Evaluation of the ultra fast-fix assembly - curved, ei was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).